Event description:
It was reported that the insulin pump did not alert when the reservoir ran low of insulin. The blood glucose reading was 80 mg/dl. The caller checked the alert type settings and stated that the customer did not have trouble hearing the beeps. The insulin pump did vibrate during the self test. Advised the customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.